Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated, and the reported issue (no image) was not reproduced. The following additional non-reportable defects were noted: 1. Worn socket slider switch causes intermittent use of high intensity mode. 2. Olympus lamp life meter reading is 500 hours or more. 3. Abnormal noise air pump. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported defect (no image) could not be reproduced. Therefore, the root cause of the reported event could not be determined. However, the image issue likely led to the 15-minute procedural delay. This supplemental report includes an update to h3. Also, information has been added to. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information received from the customer:

Event description:
Additional information was received from the customer: an endoscopy technician was operating the device prior to the colonoscopy. The device was inspected prior to use, which was were the malfunction was discovered. The procedure was not started and had to be performed with a similar device, causing a delay starting the procedure of approximately 15 minutes while the patient was under anesthesia. Once started, there was no delay in the procedure, which was completed successfully. There was no impact to patient.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for an unknown diagnostic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus where the evaluation is in process. Requests for additional information from the customers are in process. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.